Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-feb-2019 with the following findings: a review of the pump black box showed unexplained pump reboots. A visual inspection of the pump revealed the battery compartment was cracked at the threads. The returned battery cap was undamaged and able to fit to maintain electrical connection. There was evidence of moisture corrosion observed in the battery canister. A leak test was performed revealing a battery compartment leak. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. During testing, the pump ez-prime steps were performed correctly; no power interruption occurred during the investigation. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.